Event description:
It was reported that approximately 14 months post direct stenting with a xience v stent in the proximal circumflex, the patient died of unknown causes. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4) - pre-dilatation not performed. There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effect.